Event description:
A pt called in 2002, alleging that their one touch profile meter was giving inaccurate erratic readings. Pt tested and got 140mg/dl, after 5 hrs and 28 units of insulin, pt retested and got a 120mg/dl. Pt was hospitalized due to feeling dizzy and disoriented." Unable to contact the customer. Sending the letter.